Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device kept failing the user test. There was no patient use associated with the reported event. Upon evaluating the device, physio observed that the device would not detect that a test patient load was connected and kept prompting to "remove test plug," even though a test plug was not connected. As a result, would not deliver defibrillation energy when prompted.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies, as well as the ui to stack flex assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was a shorted integrated circuit (ic) chip, designator u84. Both the removed ui pcb assembly and the ui to stack flex assembly were ancillary parts and there were no failures with either.